Event description:
The contact wanted help teaching the customer how to use a new meter. While performing the self check, it was discovered the meter was set in mmol/l. The contact did not allege any adverse events, as the meter had not yet been used. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.